Event description:
The st. Jude medical representative reported that when the device was connected to the lead, high lead impedance was observed. The lead was replaced. When the direct current fibber induction method was used, the device did not induce the patient and the induction stopped after approximately 50 ms. The decision was made to not implant the device.

Manufacturer narrative:
Evaluation summary: the field experience of a lead impedance anomaly was verified in the laboratory. The cause of the anomaly was traced to a connection on the high voltage output transformer. Analysis revealed an intermittent connection between the component and the hybrid pad. As a result of this anomaly, no positive output was delivered during testing. The connection (open circuit) was fixed when the oscilloscope probe was pressed on the transformer connection. The device functioned properly after the light probing was performed on the connection.